Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned severed 12 cm from the terminal pin. Only the proximal portion of the lead was returned. Set screw marks were noted on the terminal pin and ring assembly. The outer conductor coil was melted apart at the distal end of molded insulation. This was most likely attributed by electrocautery damage. The insulation appeared brittle and cracked exposing the conductor coils. Resistance testing was not achieved successfully due to the melted conductor coil. Laboratory analysis confirmed the clinical observation of insulation damage.

Event description:
Boston scientific crm received information that this atrial lead was exhibiting oversensing previously so the physician adjusted the sensitivity on the device. Upon today's pacemaker replacement procedure, the physician noted that the atrial lead's insulation was completely severed. A portion of the lead was capped and abandoned in the patient and the explanted portion will be returned for analysis.